Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, cap con unknown grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent a primary breast augmentation with an unknown mentor, saline prosthesis experienced spontaneous right sided deflation and capsular contracture, unknown grade post procedure. The patient stated that she has severe pain and capsular contracture, the last 6 months it has gotten painful, leaking, and deflated. A physical examination confirmed the deflation. As a result, patient underwent bilateral replacement with unknown silicone implant on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, cap con unknown grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent a primary breast augmentation with an unknown mentor, saline prosthesis experienced spontaneous right sided deflation and capsular contracture, unknown grade post procedure. The patient stated that she has severe pain and capsular contracture, the last 6 months it has gotten painful, leaking, and deflated. A physical examination confirmed the deflation. As a result, patient underwent bilateral replacement with unknown silicone implant on (B)(6) 2021.

Manufacturer narrative:
Suspect device received on february 14, 2022. Device evaluation completed on february 15 , 2022. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 350cc breast implant was found to be ruptured and received in four parts. Additionally a crease was observed on the edge of the tear. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. New information received with the device indicated that the patient race is caucasian, date of event was on (B)(6) 2020, date of implantation was on (B)(6) 2012. Suspect device identified as cat#: 3503504bc, lot#: 6633452. The rupture was symptomatic. Manufacturer¿s reference number: (B)(4).